Manufacturer narrative:
This report filed, 1/14/09.

Event description:
Per the audiologist, two months after a auto accident, the pt reported gradually decreasing sound quality when using the cochlear implant system. It was determined the electrode array had extruded into the external ear canal. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.